Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited loss of capture (loc) at maximum outputs. No asystole was observed as a result. No anomalies were visualized under fluoroscopy and the physician suspected exit block. An invasive procedure was performed. The lead was explanted and replaced. This crt-d remains implanted and in service. No additional adverse patient effects were reported.